Event description:
It was reported that during a remote device data review, this device was found to be in safety mode. The patient was subsequently admitted to hospital for a replacement procedure, but the surgery has not yet occurred. At this time, the device remains implanted and no additional adverse effects were reported.

Event description:
It was reported that during a remote device data review, this device was found to be in safety mode. The patient was subsequently admitted to hospital where the device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This report is being sent to correct information in b2, b5, and h6.

Event description:
It was reported that during a remote device data review, this device was found to be in safety mode. The patient was subsequently admitted to hospital where the device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.